Manufacturer narrative:
Investigation results: upon visual inspection, found that the internal hex in the implant (xifoss510) had been slightly damaged, but mating components still function within required manufacturing specification. Not enough information or x-rays provided to determine what happen or what cause for the lingual wall fracture. No conclusion can be drawn. Not device related, possible: clinical / patient related. Potential adverse events: potential adverse events associated with the use of dental implants may include: failure to integrate fracture of the lingual plate (implant IFU rev. C 02/2014).

Manufacturer narrative:
This device has been returned, but the evaluation has not yet been started.

Event description:
The clinician indicated that implant placed on (B)(6) 2013 at tooth location #19 had fractured the lingual wall of the patient's mouth. The clinician placed a graph over the fractured site for implant replacement after 4 to 6 months healing. The clinician reported that there was no serious patient injury, no deterioration in patient¿s health and no contributing conditions reported.